Event description:
The pt reportedly experienced a decrease in performance x-rays confirm proper placement of the electrode array in the cochlea. Testing performed during the clinic visit in 2007 showed that the device was functioning. The surgeon recommended implanting the contra-lateral ear. Surgery to implant contralateral ear is being evaluated.